Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported after using a medtronic imaging system and sending the scan to the navigation system without issue, the surgeon tested with the probe c-3 and stated it was inaccurate by about one centimeter. The surgeon aborted the use of navigation and medtronic imaging, and finished the procedure using another imaging system. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.